Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized due to low blood glucose on (B)(6) 2020. Customer reported that on the day prior to hospitalization of having high blood glucose of 600 mg/dl and then blood glucose dropped low. Customer had symptoms of cramping due to low potassium from having high blood glucose and blood glucose dropping. Customer had blood glucose of 242 mg/dl, 94 mg/dl and 48 mg/dl. Customer reports auto mode was not automatically delivering insulin at the time of low bg event. Customer does not wish to continue troubleshooting and requested for insulin pump to be replaced. Insulin pump is not expected to return for failure analysis.